Manufacturer narrative:
This report is submitted on november 12, 2019.

Event description:
Per the clinic, the patient was implanted in left ear a year ago but didn't stimulate at activation. The device was explanted on an unknown date and was reimplanted with a new device during the same surgery.